Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports wearing the pod for longer than 48 hours. The patient reports symptoms of vomiting, nausea and stomach pain. In addition, the patient reports upon removal of the pod, the cannula was found to be bent. Once at the hospital, the patient was treated with intravenous insulin. The patient remains in the hospital at the time of this call. The patient's pod will not be returned as it has been discarded.